Event description:
It was reported that this 74 y/o female patient's shoulder was revised 6 years 4 months post op initial surgery. Surgeon revised to reverse. A +10 ext cage baseplate with a femoral head structural allograft was implanted. Worn and damaged device was removed. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 300-30-12 - equinoxe preserve stem 12mm. (B)(6) 300-20-02 - equinox square torque define screw drive kit . (B)(6) 310-01-41 - equinoxe, humeral head short, 41mm (alpha) (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s.